Event description:
The MFR's rep reported that the pt had an infection at the lead site of his interstim device. The hcp confirmed that two weeks post lead implant the pt experienced redness, swelling, and drainage near the lead position. Cultures were obtained from the sites of the percutaneous lead extension, the skin of the lead track, and the connector pocket and determined to be mrsa. Oral antibiotics were administered the lead explanted, and the infection resolved.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.